Event description:
It was reported that during insertion for a convective radiofrequency water vapor thermal therapy, after priming generator, the console had a warning sound and displayed error 430-rf power supply communication error and after restarting it, it displayed error 495-rf power supply self-test error. Prior to this, the device was successfully used on 2 cases and the issues started when using it on the third case. The generator was restarted 7 times, was unplugged and the socket was changed but it did not resolve the issue, therefore the procedure was prolonged. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status.